Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump. It was reported that 10 years ago with their first pump, the patient went through tsa and "the pump got turned off" and they went into withdrawal for 4 days until they went to the healthcare professional (hcp) to "reset the computer." The issue only occurs at (B)(6) airport, which the patient plans on flying to soon. The patient requested hcp listings in (B)(6) in case they need to see the hcp there.